Event description:
A company developer found that if multiple beams are setup and one of these beams is moved in f6 group moce and then the user cancels from f6 group move, the beam will be displayed at its new location. However, the dose calculation will be based on the original position of the beam.